Manufacturer narrative:
The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed and fluid was observed leaking out at the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the pt's father contacted animas alleging that 4 consecutive cartridges have leaked into the pump's cartridge compartment. The pt's father claimed he discovered the leaking cartridges when the pt began to obtain high blood glucose readings in the 450 mg/dl range accompanied by symptoms of increased thirst, increased appetite, and feeling tired. In addition to the symptoms, the reporter claimed the pt tested positive for ketones. When the pt's father removed the cartridge to check for bubbles, he noticed the odor of insulin and saw that half of the cartridge compartment was filled with insulin. The pt's father reported when the pt's blood glucose became elevated, he administered a bolus to the pt by syringe, changed the cartridge and confirmed blood glucose would come down. At the time of troubleshooting, the reporter claimed that the 4 cartridges came from the same box. The pt's father reported that a cartridge that came from a different box is currently working. The reporter confirmed no visible damage to cartridge or pump's cartridge compartment. This complaint is being reported because the pt developed symptoms suggestive of hyperglycemia after the alleged issue began.